Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed. Retention strips tested within 6 months passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 164, 171, 166, 160 and 125 mg/dl. The customer¿s expected am/pm fasting blood glucose test result range is 80-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated at a previously scheduled doctor's appointment his doctor had advised that the results obtained using true metrix air were too high. Customer previously had the dexcom and had it removed on day of call. During the call, a blood test was performed by the customer fasting and produced test result of 135 mg/dl using true metrix air meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 06/23/2023 and open vial date is three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).